Manufacturer narrative:
Isi has not received the small grasping retractor instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sh1080. The small grasping retractor had 5 use remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during a surgical procedure, a fragment from the small grasping retractor instrument reportedly fell inside the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument wire was broken and a fragment fell into the patient. The fragment was retrieved with a laparoscopic instrument during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, ind. (Isi) followed up with the customer and obtained additional information on 27-july-2021. The instrument was reportedly inspected prior to use and no issues were identified. The instrument was in use for an unknown amount of time, and no issues with the functionality were noted. There were no known collisions during the procedure. It was confirmed that the instrument fragment was retrieved successfully during the same procedure, there were no post-operative tests to look for additional fragments, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information and updated information can be found in the following fields: d9, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032 and not returned with the instrument. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Root cause of a broken pitch cable was a component failure and related to device design.

Event description:
Refer to h10/h11 for follow-up information.